Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event. The product was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that patient received a cook gunther tulip on or about (B)(6) 2001 at (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided. Patient outcome was not provided.

Manufacturer narrative:
(B)(4). Concomitant medical products) evaluation codes updated. Evaluation- no information regarding the event. The product was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that patient received a cook gunther tulip on or about (B)(6) 2001 at (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided. Patient outcome was not provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip on or about (B)(6) 2001 at (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided. Patient outcome was not provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 10/04/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2001 due to loss of leg in a motor vehicle accident. Plaintiff is alleging device unable to be retrieved, embedded.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "device unable to be retrieved, embedded". Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Catalog and lot# are unknown, but the filter tulip is manufactured and inspected according to manufacturing instructions. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information reported at this time.

Manufacturer narrative:
Evaluation- investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "device unable to be retrieved, embedded". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Catalog # and/or lot# are/is unknown, but the filter tulip is manufactured and inspected according to manufacturing instructions. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena

Event description:
It is alleged that "[pt] received a cook gunther tulip on or about (B)(6) 2001 at (B)(6) by dr. (B)(6)." This additional information received on 10/04/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2001 via the none due to loss of leg in a motor vehicle accident. Plaintiff is alleging device unable to be retrieved, embedded.